Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom system error 105, caused by severed motor mount screws. The motor assembly (including the motor mount screws) was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that spectrum pump experienced a system error 105 alarm. There was no patient involvement.